Event description:
It was reported that during a laparoscopic cholecystectomy, two clips came out at a time at the 5th or 6th firing. The same event was repeated. No clip fell into the patient body. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. The device did not clamp something hard. There was no torquing or twisting of the device present. The device was able to be released as intended. The device was not fired after the event.

Manufacturer narrative:
(B)(4) - advancer bypass, indicator wheel failure. (B)(4). Resent as follow up 1. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed four conforming clips and one pear shaped clip due to a bypass incident. In addition the device locked out as intended but the orange indicator did not show up. Please note these incidents ares unrelated with the reported incident. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Advancer bypass, indicator wheel failure the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed four conforming clips and one pear shaped clip due to a bypass incident. In addition the device locked out as intended but the orange indicator did not show up. Please note these incidents ares unrelated with the reported incident. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy, two clips came out at a time at the 5th or 6th firing. The same event was repeated. No clip fell into the patient body. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger. The device did not clamp something hard. There was no torquing or twisting of the device present. The device was able to be released as intended. The device was not fired after the event.